Event description:
Patient's wife called and stated that on (B)(6) 2016 he was in the hospital as a result of no shockable rhythm from his device. Device showed 79 shocks, but none was shockable. Defibrillator was turned off four days later.